Event description:
Caller reported customer had aviva results of 19 mg/dl and 37 mg/dl "immediately after each other". Customer self treated with gatorade, and 10 minutes after the reading of 19, customer got a reading of 132 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.